Event description:
Philips received a complaint from customer biomed reporting the battery on the v60 ventilator no longer charges. The device was not in clinical use. There was no report of harm. A philips remote service engineer (rse) evaluated the issue with the biomed engineer (bme) and confirmed the reported issue. The bme reported the device only operates on battery power. The bme verified the unit was getting the 120 alternating current (ac) volts into the power supply, but no 24 direct current (dc) volts came out of the power supply. The rse recommended replacing the power supply. A philips authorized service provider (asp) evaluated the device and confirmed the reported issue. The asp replaced the power supply as recommended to resolve the issue. The device was operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.